Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The international customer reported the ventilator would not operate via ac power and the mains power led indicator was blinking. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The service engineer reported the power supply will be replaced to address the reported problem.